Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. The procedure was done under local anesthesia. During the procedure, it was difficult to find the correct anatomical layer. Three months after the spaceoar procedure, patient developed rectal ulcer which was confirmed by colonscopy done after radiation therapy. Magnetic resonance imaging (MRI) was also performed and it showed that the spaceoar was placed unevenly on the right side, and it partially flowed into the rectal serosa. Routine follow-up was performed in internal medicine. The patient was reported to be stable and did not require further treatment. The patient received proton therapy, 21 treatments.